Event description:
04/18/2019: additional information received from sales consultant, via email on april 18, 2019 stating: no the nail was implanted in the patient.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5: updated information. H3, h4, h6: device history lot. Part number: 03.010.404. Synthes lot number: u238759. Supplier lot number: n/a. Release to warehouse date: 10 may 2016 . Expiration date: n/a. Supplier: (B)(4). No ncrs were generated during production. Device history batch null, device history review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. H3, h6: investigation summary complaint summary: it was reported that on march 3, 2019, during (orif) open reduction internal fixation on left tibia using suprapatellar tibial nail instrumentation, the surgeon had extreme difficulty removing the cannulated connecting screw through insertion handle for suprapatellar. Connecting screw threads appeared to be intact during post-op equipment examination. The scrub tech assisted by stabilizing the insertion handle to prevent torque while screw was being removed. There was no fragments generated. Procedure was successfully completed with no surgical delay. Patient status/outcome are unknown. Flow: device interaction/functional/ visual inspection: visual inspection performed at customer quality (cq) revealed minor superficial surface wear on the returned device, but nothing that would contribute to the reported complaint condition was observed. Functional test: the returned connection screw was able to be inserted as intended into the returned insertion handle at cq and removed without any difficulty. This test was repeated five times and no issues were noted each time. Therefore the received condition does not agree with the reported complaint condition. Document/specification review the following drawing(s) was reviewed: cannulated connecting screw: 03_010_404 rev b. No design or manufacturing defect or deficiency was observed during the investigation. A device history review, was performed for the returned instrument¿s lot number, no ncrs and no mrrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Investigation conclusion: the reported complaint condition was not able to be confirmed or replicated at cq and because the complaint was not able to be confirmed or replicated, a definitive root cause for the reported complaint condition was not able to be determined based on the provided information and returned device. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A review of the device history records has been requested. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during (orif) open reduction internal fixation on left tibia using suprapatellar tibial nail instrumentation, the surgeon had extreme difficulty removing the cannulated connecting screw through insertion handle for suprapatellar. Connecting screw threads appeared to be intact during post-op equipment examination. The scrub tech assisted by stabilizing the insertion handle to prevent torque while screw was being removed. There was no fragments generated. Procedure was successfully completed with no surgical delay. Patient status/outcome are unknown. This complaint involves three (3) devices. This report is for one (1) cann connecting scr f/percutan instruments for nails-ex. This report is 3 of 3 for (B)(4).